Event description:
Related manufacturer reference number: 2017865-2022-11290. Related manufacturer reference number: 2017865-2022-11291. It was reported that the patient presented in the operation room for implant procedure. Interrogation revealed that the pacemaker, right ventricular (rv) lead and the right atrial (ra) lead were experiencing high capture threshold and unspecified pacing impedance problem. The pacemaker, rv lead and ra lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of impedance problem was not confirmed. The device was returned for analysis and it was at elective replacement indicator (eri) level. Analysis of device did not show any anomalies with measured pacing lead impedance within normal operation range throughout the entire analysis. Longevity assessment was performed and device has exceeded projected longevity. Visual and mechanical test was normal with no anomalies found.

Manufacturer narrative:
Correction: section b5 ¿ should have said "interrogation revealed that the pacemaker was experiencing unspecified pacing impedance problem" rather than "interrogation revealed that the pacemaker was experiencing high capture threshold and unspecified pacing impedance problem. "

Event description:
It was reported that the patient presented in the operation room for implant procedure. Interrogation revealed that the pacemaker was experiencing unspecified pacing impedance problem, while the right ventricular (rv) lead and the right atrial (ra) lead were experiencing high capture threshold and low pacing impedance. The pacemaker, rv lead and ra lead were explanted and replaced. The patient was stable.